Manufacturer narrative:
Product event summary: analysis found that there was an amplitude and ohm test error on the target tester. It was also noted that the upper case and lower case were found broken.

Event description:
The device was returned for maintenance. It was analyzed and tested out of specification. There was no patient involvement.

Manufacturer narrative:
Additional information was received regarding the service and analysis results. It was noted that the instrument automatically turned off during test run on target tester. The battery drawer was broken and the bail cover and attachment and ring cover and attachment were missing. The customer did not consent to the repairs so the instrument was returned to the customer without repairs. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.